Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the last basal delivery was on (B)(6) 2014 and the last recorded bolus was a 4.00u bolus on (B)(6) 2014. The pump was exercised for a 24 hours duration test; no errors, alarms or warnings occurred during testing. The total daily dose adds up correctly to reflect the users programmed basal rates. Only typical usage alarms and warnings were observed. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The pump successfully completed a delivery accuracy test. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting blood glucose levels up to 550 mg/dl with severe nausea and weakness. The reporter indicated that blood glucose levels resolved with an injection via syringe. The reporter indicated having high blood glucose levels since starting on the new insulin pump. The reporter indicated that the pump settings were programmed by the health care provider but felt that the insulin sensitivity factor was way too high and thought that the setting should be lower; r the reporter indicated not having the old insulin pump in order to check the settings. The reporter was advised to follow up with a health care professional regarding the pump settings. The reporter indicated having lost faith in the use of the insulin pump related to the issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with the patient¿s implied allegation of a pump issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.